Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps were performed: the processor was swapped, but the issue persisted; the digital light source cable was then reseated, which resolved the snowy image. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported snowy image during inspection for use involving an olympus video system center. There was no patient injury reported.